Event description:
It was reported that the user experienced two insulin delivery occlusions that resolved only after changing infusion supplies, leading to a temporary transition to multiple daily injections; replacement insets, cartridges, and luer connectors were arranged, troubleshooting was performed, and the user received education on an alternate contact detach infusion set and plans to discuss with a healthcare provider. Symptoms included interrupted insulin delivery consistent with occlusion. Outcomes included supply replacement, retraining needs, and resumption of therapy upon receipt of supplies. Investigation included product use troubleshooting and education regarding infusion set options. Investigation of this case revealed that site compromise and infusion set compatibility were plausible contributors to occlusion. It was concluded that the event was related to infusion set/site performance with resolution after supply change and user retraining.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.